Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) triggered end of service (eos) due to excessive charge time. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analysis of the device revealed normal battery depletion. Analysis of the device memory indicated high voltage capacitor charge time was longer than expected for a device not yet at eri (elective replacement indicator).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.